Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the implantation the stent the patient had experienced endothelial cell count decreased from 2170 to 1200 cells/mm2. Patient has no corneal edema and no swelling of the cornea. But as not only the number but also the shape of the endothelial cells changed, explanations of the device has been planned. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was hospitalized as a result of the event. It was difficult to remove or reposition the implant hence with the help of different instruments was finally able to shorten the implant to his satisfaction. This had to be done due to a decrease in the endothelial cells. The patient will be seen in four months time as control was planned.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).